Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type lead, ubd: (B)(6) 2021, UDI#:(B)(4). (B)(4) belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care provider regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the lead had poor initial placement by the doctor. There was no lead migration. The doctor struggled to place the lead on the midline and after several attempts, they decided to stop making passes and leave it too far to the right in hopes of a good pain relief outcome. The patient was scheduled for a revision on (B)(6) 2018. It was noted that the doctor was looking for ideas on how to most effectively reposition the lead to the midline. Additional information was received from the company representative confirming that there was no malfunction. The doctor read literature on lead placement and was able to revise with no issue. No further complications were reported or anticipated.